Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the drill bit is broken. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. The cross section surface shows no irregularities which indicate material conformity as well. We assume that too high mechanical force in a slanting direction may have caused the breakage.

Event description:
It was reported that during a multi trauma, involving a (B)(6) with bilateral femoral fractures, the calibrated hop screw drill bit broke off insitu at the junction of the most distal change of size of the drill bit. The broken drill bit was retrieved at the end of the case. This is report 1 of 1 for complaint (B)(4).